Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The tsr explained the alarms and the hp stated no sign of any leaks or wet lines. The hp did not disconnect anytime and all lines were in use. The tsr explained to discard all supplies and to report the alarms to their peritoneal dialysis registered nurse (pdrn) the next morning. The hp would finish that nights therapy manually. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and she said she ended therapy that day. The next day she started over with new supplies and was able to complete therapy successfully. She said she would discuss the alarm with her nurse. She did not notice anything unusual with any of the previous supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.